Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully. Sensor was found to be in state 8 (error termination). Watermark was observed at the base of the sensor tail. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. Extended investigation has also been conducted. Visual inspection was performed on the returned sensor, did not observe any evidence of misuse or abnormalities. No contamination, damage, or solder issues were observed on the returned pcba (printed circuit board assembly). The returned battery has been measured and results were within specification. Attempted to re-program returned sensor to perform current consumption test, observed device event log full message followed by nfc (near field communication) command error due to unable to activate the sensor. Unable to continue investigation as sensor is no longer in its original condition or a condition to perform functionality testing. Therefore, issue will be unable to test. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received higher sensor scan results when compared to readings obtained on healthcare professional (hcp) meter. As a result, customer experienced a loss of consciousness, "fell several times and injured their head" and was unable to self-treat, requiring contact with emergency services who transported customer to the hospital. At the hospital a hcp measured customer's blood glucose with unspecified results, placed stiches for head injury, and treated customer with "glucose infusion" for a diagnosis of hypoglycemia. Additionally the customer was given insulin when their blood sugar went high during hospital visit. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received higher sensor scan results when compared to readings obtained on healthcare professional (hcp) meter. As a result, customer experienced a loss of consciousness, "fell several times and injured their head" and was unable to self-treat, requiring contact with emergency services who transported customer to the hospital. At the hospital a hcp measured customer's blood glucose with unspecified results, placed stiches for head injury, and treated customer with "glucose infusion" for a diagnosis of hypoglycemia. Additionally the customer was given insulin when their blood sugar went high during hospital visit. There was no report of death or permanent impairment associated with this event.